Manufacturer narrative:
The device was reportedly implanted prior to (B)(6) 2009. Details including date of surgery, type of procedure, type of post-procedure injury, model number, lot number and nature and date of the reported second surgery are not available. The device was not returned to the manufacturer for evaluation. Lot records could not be reviewed since the lot number is unknown. Based on the available information, the cause of the event could not be determined. The manufacturer of the device was pegasus biologics, inc. (B)(4) is the reporting company for the event. The implant occurred prior to the (B)(4) acquisition of pegasus biologics.

Event description:
Patient reported a severe adverse reaction to an orthadapt bioimplant following ankle surgery prior to (B)(6) 2009. The patient reportedly had an open wound, requiring a second surgery.